Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an attempt to treat a heavy stenosis in the right iliac artery via a contralateral approach, the stent graft allegedly failed to deploy from the catheter delivery system. Reportedly, the device was removed without incident and exchange with another to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft product that is cleared in the us. Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: on the basis of the returned stent graft delivery system, the alleged deployment failure could be confirmed. The outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt, which subsequently resulted in an outer catheter fracture. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy."

Event description:
It was reported that during an attempt to treat a heavy stenosis in the right iliac artery via a contralateral approach, the stent graft allegedly failed to deploy from the catheter delivery system. Reportedly, the device was removed without incident and exchange with another to complete the procedure. There was no reported patient injury.